Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The caller reported that the customer had a recent blood glucose level of 600 mg/dl. Caller also stated that the customer's infusion sets were coming loose during swimming. Caller was advised to have the customer call and troubleshoot. The insulin pump was not replaced or returned for analysis.